Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replace indicator message appeared for ipg. Programming changes were made and the message was cleared, resolving the issue.